Manufacturer narrative:
Na.

Event description:
The initial reporter stated they started receiving questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise module. Corrected reports were issued for some samples. The reporter provided data for one patient sample tested with ise indirect na for gen.2. The sample initially resulted in a na value of 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The repeat value was deemed correct. The na electrode lot number was d15, with an expiration date of 06-aug-2023.

Manufacturer narrative:
There were no issues with the calibration performed on 23-nov-2022. Quality controls were ok on the day of the event. There was no indication of a reagent performance issue. Alarm trace information was provided for 28-nov-2022, which showed many abnormal aspiration and sample short alarms. These alarms can be an indicator of possible poor sample quality. The field service engineer determined there was an issue with the sample probe and resolved it. The customer's calibration and controls recovered within the expected ranges. The investigation determined the service actions resolved the issue.